Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of false positive elecsys hbsag ii results for 1 patient on a cobas e 801 analytical unit. The initial elecsys hbsag result was 357 coi (positive). The pcr (polymerase chain reaction) test result was negative. On (B)(6) 2026, the patient's confirmatory result was "no inhibition". The method used for the patient's confirmatory test was not provided.